Event description:
It was reported that, patient presented with cup loosening so doctor proceeded to new shell, liner, and bipolar component. No other information per hospital protocol.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. No other information is available per hospital protocol. Should additional information become available, the evaluation summary will be submitted in a supplemental report.